Manufacturer narrative:
.

Event description:
The customer reports machine is not working in battery power. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.